Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary-the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout it's service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator early due to high left ventricular threshold and multiple shocks for vt/vf. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2006. 4194-78 implantable pacing lead: (B)(6) 2006. 6935-65 implantable tachy lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.